Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s wake button functioned but the touchscreen slider to unlock was unresponsive, and a replacement ilet was arranged; blood glucose was reported as not affected, and no alarms or alerts were noted, indicating a device problem related to an unresponsive control with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with the touchscreen resulting in an unresponsive key/button condition. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.